Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device received with paint chipping, scratches and stains to the old-style enclosure consistent with general wear and tear. Large crack on the side of enclosure. Worn and faded line cord and old-style printed circuit board. Customer?s reported issue was duplicated. Cracks were seen on the screw areas at the bottom of the tank cover. The root cause of the reported issue was determined to have been caused by the customer over torquing the screws. The corners of the tank cover were cracked near the screw holes, over torquing the screws can cause cracks in the cover. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.

Event description:
It was reported that device leaks water. No patient injury reported.